Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of screw driver broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken screwdriver could be confirmed. Based on the investigation, the root cause of the reported tip breakage was attributed to a user related issue. The breakage most probably was caused by torsional overload. According to the received information the screwdriver was purposed for an extraction procedure. Furthermore the screwdriver was manufactured in 2007. Therefore it can be assumed that the screwdriver may have been used for extraction procedures before. Due to its cannulation the affected screwdriver is not as solid as the one without a cannulation and cannot withstand such high stresses resulting from commonly known screw in-growth. Therefore the operative technique asnis iii cannulated screw system (literature # (B)(4)) states: ¿additional information removal it is recommended that the solid screwdriver be used for screw removal. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of screw driver broke.